Event description:
A peritoneal dialysis patient called tech support reporting that he had peritonitis and abdominal pain. The patient also noted that it was hard for him to breath, and that it hurt every time he took a breath. The patient was advised to follow up with his peritoneal dialysis nurse. A follow up call was placed to the patient's peritoneal dialysis nurse. The nurse reported that the patient completed his treatment on the cycler on this night. The peritoneal dialysis nurse provided a culture report and the hospital discharge paperwork. The medical records provided list spontaneous peritonitis, chronic renal failure and (B)(6) with chronic liver disease and ascites as the discharge diagnosis. The patient was admitted to the hospital on (B)(6) 2014 with abdominal pain. An x-ray of his abdomen revealed some free air. The patient was treated with IV antibiotics following cultures of his peritoneal fluid. The patient's abdominal pain resolved, and he was discharged on (B)(6) 2014 in stable condition. The patient was instructed to continue on cipro for 5 days following discharge. His peritoneal fluid was noted to be clear, and all cultures were negative. The patient remained afebrile with a normal white blood cell count.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.